Event description:
It was reported that during a water vapor therapy, there was a false passage and the patient experienced bleeding. The physician had to stop the procedure and sent the patient home with a diaper. The patient was not admitted to hospital and is now fully recovered.

Manufacturer narrative:
Correction: section h1 - serious injury report. Section h6 impact code.

Event description:
It was reported that during a water vapor therapy, there was a false passage and the patient experienced bleeding due to his anatomy and scrapping of the device. The physician had to stop the procedure with the patient under local anesthesia and sent the patient home with a diaper. The patient was not admitted to hospital and is now fully recovered.